Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had flow rate inaccuracies when running at a maximum rate of 1200 ml/hr; there was significant residual fluid in the bags. This was identified during patient infusions in the intensive care unit (ICU). The residual was noticed with primary or secondary infusions on different pumps, different users, and different medications. This event would often be noticed following lengthy infusions running at keep vein open (kvo) 10 ml/hr followed by a flow rate increase to 1200 ml/hr (other times using the bolus key). Some of the pumps were sent to biomed for flow testing; the flow rate inaccuracies (under-infusions) were observed when testing the pumps at 1200 ml/hr; there was residual fluid in the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.